Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called to report that the reservoir compartment could not hold the reservoir. The customer's blood glucose reading was unknown, but was reported to be "normal". No further details were provided.

Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir stay locked in place noted. (B)(5).